Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 348mg/dl. A system check was performed and the pump performed as intended. No damage to the cannula was observed. Reportedly, the contact had added or removed insulin outside of the load sequence. Tandem technical support advised the contact not to add or remove insulin outside of the load sequence. The contact changed the pump supplies and successfully delivered a correction bolus to address their bg level. During follow-up, it was reported the customer experienced a bg level of 42mg/dl due to delivering too much insulin via the correction bolus. Carbohydrates were consumed to address the low bg level. The contact reported that the customer's bg levels were currently stable and within target range. Recommendation was made to consult with their health care provider to discuss diabetes management.